Event description:
Customer reported the insulin pump has been alarming no delivery and has been hospitalized due to low blood glucose of 18 mg/dl. Customer stated he usually goes high but currently he has been on a c-pap machine and has been going low. Customer stated he was treated with IV with glycogen while he was transported to the hospital by paramedics. Customer stated hit blood glucose was high due to leaky liver syndrome. Customer blood glucose was 284 mg/dl when device alarmed no delivery. Current blood glucose was 215 mg/dl. Alarm was resolved with a set change. Customer was hospitalized on (B)(6) 2014 for low. Customer's spouse found him unconscious. Customer was unsure why blood glucose was low. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.